Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6)2014, explanted: (B)(6)2018, product type: catheter. Analysis found no significant anomalies. The pump was used to infuse 12.5 mg/ml dilaudid at 4.997 mg/day, 17.5 mg/ml buppivacaine at 6.996 mg/day, and 175.0 mcg/ml baclofen at 69.96 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 15-apr-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) and from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient's nurses told him at refill that only 80% of the expected volume was being delivered. They had concerns about the pump so the patient was scheduled for pump replacement. There were no known environmental, external or patient factors that may have led or contributed to the issue. There were no known diagnostics or troubleshooting performed. It was unknown whether the issue was resolved at the time of this report. A pump replacement was completed; at replacement the pump segment of the catheter was unable to be aspirated fully. The pump segment was replaced with a new 8784 catheter. The catheter was still unable to be aspirated so a back table pump prime was completed and the new catheter segment was primed manually. The patient status at the time of this report was "alive - no injury." The pump was in the possession of the rep and would be returned to the manufacturer. The pump segment would not be returned; the customer was notified the product should be returned but refused return. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional info was received from a manufacturer representative (rep). It was reported the rep was made aware on (B)(4) 2018 by the patient at the facility that the replacement was done. No further complications were anticipated/reported.